Event description:
A discordant cardiac troponin ultra (tni ul) result was obtained on one patient sample on an advia centaur xp instrument. The initial result was reported to the physician(s), who questioned it. The physician(s) requested the patient be redrawn. The redrawn sample was tested on the same system, which resulted lower. The corrected result was reported to the physician(s). There are no known reports of adverse health consequences or patient intervention due to the discordant tni ul result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the wash separation manifold, wash probe guides and wash probe tubing. The cse also checked all probe alignments and performed a daily clean procedure. The cause of the discordant cardiac troponin ultra result is unknown. The cse successfully ran quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.